Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set issue on (B)(6) 2026, where the device required excessive force to disconnect because the clutch was stiff, tight, or sticky. No further information available.